Manufacturer narrative:
(B)(4). The event of peritonitis was mentioned in a literature report from (B)(6) of calcified amorphous tumor. The purpose of the article was to report a case of calcified amorphous tumor in the left atrium in a patient on long term pd. The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number was unknown, therefore, a device analysis could not be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, dianeal pd-2 2.5% and extraneal solutions were discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the peritonitis. Treatment rendered for the event was not reported. The outcome of the peritonitis event was not reported. No additional information is available.